Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
During emergence from anesthesia, a masimo pulse oximeter was in use for oxygen saturation monitoring. The device displayed a poor plethysmography signal, and the oxygen saturation intermittently read approximately 77%, which was considered potentially unreliable by the clinical team. In accordance with routine practice for neonates in the operating room, a second pulse oximeter probe was simultaneously applied. The plethysmography waveform from the second probe subsequently flat lined, and shortly thereafter, both probes lost plethysmography signal, resulting in no available oxygen saturation readings despite two probes being applied to the patient. Due to the loss of reliable oxygen saturation monitoring, clinicians were unable to confirm oxygenation status using pulse oximetry during this period. No patient injury or adverse clinical outcome was reported.